Event description:
It was reported by the aci vascular closure specialist that a patient underwent a coronary catheterization procedure in (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). Following the procedure, the physician who is trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that "the device did not engage the pusher lock when the physician wa shuttling down and when the physician pulled the sheath back the sealant did not deploy". The patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. It is unknown when the patient was discharged from the hospital. However it was reported that hospitalization was not required due to the mynx device/procedure. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was pulled back against the proximal end of the shuttle. The sealant was located approximately 84mm from the balloon proximal tip. Blood was observed on the full length of the sealant and the sealant grip tip was stuck to the catheter shaft (probably by dry blood). The catheter, shuttle cartridge, advancer tube, tamp locks and introducer sheath were inspected for anomalies deployment. No anomalies were observed. The review of the lhr (lot f1234907) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined.